Event description:
It was reported that the pt had an otitis media surgery in (B)(6) 2012. After this surgery, pt's hearing performance was affected. The pt benefited from the device before he underwent surgery. The pt is not able to hear soft sounds. No accident or trauma was reported. Diagnostic imaging shows that electrode channels are in the cochlea. A revision surgery is schedule.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.